Event description:
The hearing aid user noticed a wax guard missing from her aid. Her son saw it in her ear and removed it. The hearing aid specialist examined her ear after the wax guard was removed. There were no problems, no redness, no swelling, or no drainage.